Event description:
It was reported that episodes of non physiological noise with oversensing was observed on the atrial lead. Programming changes were recommended. The atrial lead was being monitored. The patient was stable throughout.